Event description:
On 12/9/98, sscor, inc rec'd a s scort duet aspirator, model 2014 for repair. The unit was evaluated by a sscor technician and found to have a non-functional thomas ind model 007 pump. The pump was found to have a broken eccentric assembly. Subsequent to the pump eval, sscor contacted a nurse at a skilled nursing facility on 12/21/98. The nurse had been on vacation and could not remember the exact details of the situation involving this pump. She did say that the aspiration was being used on a pt and when it became non-functional, backup suction was readily available and the pt did not suffer any adverse affects due to the aspirator becoming non-functional.